Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Removed foreign body reaction patient harm and changed from implant disassociation of the liner and cup into no reported product problem.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record, patient was revised to address failed right total hip replacement. Revision notes reported femoral component was grossly loose and was removed. Patient had marked deformity in femur. Liner was loosened. Head, liner, and stem were removed. Patient experienced pain, swelling, pseudotumor, had blood on the aspirate and possible metallosis. Doi: (B)(6) 2011. Dor: (B)(6) 2017, (right hip).